Manufacturer narrative:
Additional information : the actual device was received for evaluation. A visual inspection was performed which revealed a damaged filter membrane. Functional tests were performed which included gravity and leak tests. The device passed the functional tests and showed that the administered solution ran correctly through the set. The reported condition was, however, verified through the visual evaluation. The cause of the condition was determined to be a manufacturing issue. To address this issue, the supplier of the component has been notified of the condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during an unspecified date in 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the filter of the vented paclitaxel set was damaged prior to patient use. It was further reported, described as "damaged in the filter of the set (apparently the particle tube was damaged)". This was observed prior to patient use; therefore, there was no patient involvement. No additional information is available.